Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction was occurred. The sensor was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced a skin infection which occurred the day the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with alcohol. The patient developed inflammation/swelling and an infection under the sensor under the sensor pod area only. The patient consulted a health care provider who prescribed an oral antibiotic medication (clindamycin, unspecified dosage) for the infection. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.